Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that the battery cap broke and became unable to be used. When replacing aa battery, the metal that had attached to the cap was easy to come off, and it did not mesh well and the electrode did not flow smoothly. Battery cap did not operate smoothly when the customer replaced the battery. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version 2.9b. Retainer ring = clear. Case type = ngp. Customer returned pump for alleged battery cap damage found on (B)(6) 2021. Pump received with cracked retainer ring. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, cracked retainer ring was noted during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked case ¿ display window corner, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, label damage (serial number label stained) and cracked retainer. Battery cap damage was not confirmed. Cracked retainer ring damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.